Event description:
The "recall replacement" medtronic 670g cracked. In the 3 years of owning this particular pump the model has failed 3 times. Also the guardian sensor had been replaced and failed again. I'm attaching pictures of the "black" battery ring failure and crack down the entire back of the pump. FDA safety report ID# (B)(4).